Event description:
The facility representative contacted baxter to report an infusor that had a cut tube and leakage was observed. The event occurred during filling. The device was filled with sodium chloride. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). The device has been requested but not yet received by baxter. A follow-up medwatch report will be submitted if the device is received for evaluation or if additional information becomes available. A batch review was performed. All release criteria were me for the production of this lot.